Event description:
The drill bit skimmed one of the k-wires and fell apart as the surgeon was pulling out the drill bit. A piece of the drill bit remains in the pt.

Manufacturer narrative:
Info provided on user facility medwatch (B)(4). Info not provided on initial report. Add'l info has been requested. Add'l info provided by sales consultant. Subject device is an instrument and is not implanted or explanted. Manufacture date cannot be determined without a valid lot number. Lot number provided is not a synthes valid lot number.